Manufacturer narrative:
(B)(4).

Event description:
Pt's mother reports pairing failed.

Manufacturer narrative:
(B)(4). The product was evaluated. An external visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc.